Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 542 mg/dl; cause was not known. Reportedly, the customer required assistance from the emergency medical services to address bg with a manual injection and medical evaluation. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.